Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Sample analysis found no device malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced chest pain and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the chest pain was not reported. The patient was hospitalized for chest pain and passed away five days after hospitalization. Treatment for the event was unknown. The cause of death was reported to be cardiac related. Pd therapy was reported to be ongoing at the time of death; however, the patient was not performing therapy with the homechoice device or with dianeal solution. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.